Event description:
A caller, calling on behalf of a customer, reported the customer had received an unspecified "low reading" on her omnipod insulin pump while using fs test strips involved in the recent recall. Caller further reported the customer was vomiting and may have self-administered glucagon the previous night (march 25, 2014), noting "this has happened six times in the past year". Adding "she might get readings around 4.5 mmol/l (81 mg/dl), but then her (hgb)a1c was higher". Lastly, it was noted "they are not sure if it is the meter, strips or something else". No further information was provided because the caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: the customer was using freestyle lite test strips. Freestyle lite test strips are not compatible with the omnipod system. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. (B)(6). All pertinent information available to abbott diabetes care has been submitted.